Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5148691) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is too warm. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 11 nov 2024 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5148691) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is too warm. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. After the first attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section g and h updated in this report.